Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer declined troubleshooting at time of reporting. Advised customer to replace infusion set and reservoir. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.